Event description:
Plaintiff alleges that from her exposure to latex and latex dust, she suffered severe and immediate reactions. She alleges that she has sustained asthma, rhinitis, respiratory problems, hives, swelling, fatigue, nausea, tachycardia, extreme discomfort. Depression and emotional distress. In addition, she alleges suffering substantial loss of earnings and earing capacity. Plaintiff's husband, alleges loss of consortium of his wife.